Event description:
Surgeon was using a 10 mm ligaclip applier in a gallbladder case. He was only able to use 3 clips before the ligaclip quit working. The ligaclip never indicated it was empty and allowed the surgeon to continue to clip tissue without clips. The ligaclip was removed from the field and replaced with a new ligaclip. Per surgeon, no injury to the pt occurred. Issues: ligaclip only contained 3 clips instead of 20 clips. Locking mechanism did not activate when clips had been used up to prevent continued clipping without clip application.